Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that since getting the new IV pumps, the customer is noticing that secondary infusions are not getting completely infused and more volume has had to be added to the infusions to ensure the patient gets the full dose. They have noticed this on multiple different pumps over the last 2 days. So far they have noticed it with rocephin and azithromycin. There was patient involvement but no harm.